Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "an inflammatory process" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient representative reported a rupture. Patient was admitted as an inpatient again because of an inflammatory process consistent with the condition after the rupture. Patient continues to undergo follow-up treatment, requires drainage and it "particularly and seriously concerned that the leaked substance has caused further damage." This record is for the right side. Device was explanted.